Event description:
It was reported that a customer has concerns about an allergic reaction of a patient in association with the blue tip of the microgard filter. Despite reminders, the customer did not provided further information.

Manufacturer narrative:
The device has not been returned, and no additional information regarding the product or the incident has been received. A follow-up report will be submitted once further details are available and an investigation into the incident can be conducted. The risk of an allergic reaction is addressed within the risk management documentation and has been assessed as an acceptable health risk.